Event description:
It was reported that tip section of reamer fractured during knee procedure in 2008. Additional details provided also state that patient's bone was more sclerotic than normal, and a slight delay was experienced as a result of the difficulaty encountered. No patient injury was reported.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Evaluation of returned device found evidence instrument fractured in bending overload.